Event description:
It was reported when using the bd pyxis medstation es system had a failed drawer, preventing user from accessing the required medications. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the main half height drawer 2.1 had failure due to cubie lid issue. A field service engineer removed the failed cubie and return it to pharmacy to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended." A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer failed, failure was caused by cubie e1 failing to close and lid being taped shut. The field service engineer removed the tape and failed cubie e1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had a failed drawer, preventing user from accessing the required medications. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.